Event description:
It was reported that the customer's pump had a cracked and shattered touchscreen, which rendered it unresponsive and illegible. The customer's blood glucose level was reported at 443 mg/dl, indicating no adverse impact. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was uninterrupted. Technical support confirmed the shipping address, instructed the customer on how to put the pump into storage mode, and guided them to return the defective pump using a prepaid label within 10 days. The customer understood and acknowledged the instructions.